Event description:
It was reported that the dragonfly opstar imaging catheter was intended to be used in the left circumflex artery (lcx) lesion, with an extremely angulated ostium (120 degrees) and tortuosity. During advancement, resistance was noted due to the anatomy. During removal, the imaging catheter, was unable to be removed from the guide as the wire/catheter had kinked. The entire system was removed together and then the vessel was rewired to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the difficulties appear to be due to circumstances of the procedure. It is likely that during use, the guide wire and dragonfly opstar became kinked resulting in difficulty removing the catheter from the guide wire. The kinks likely occurred during advancement against resistance due to the challenging anatomical conditions. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.